Manufacturer narrative:
On 10/2/2019, it was reported incorrectly that the right breast implant was displaced. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, per operative report, this patient's left side device was removed, placed in an antibiotic bath, and re-implanted into the patient. Per mentor IFU, these devices are for single only and should not be re-implanted. Therefore, this is off label use of device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/2/2019, it was reported to mentor that the patient experienced ptosis on the left breast. The right and left breast implants were intact. The right implant was replaced with mentor memorygel breast implant 350cc, catalog number 3503501bc, sn (B)(6), lot 7713331 on (B)(6) 2019. The left implant was removed and then placed back inside the patient for surgical intervention. Per mentor IFU, the device is for single use only and should not be re-implanted. Therefore, the left device was used off label on (B)(6) 2019. The left side device information is mentor memorygel breast implant 300cc, 3503001bc , catalog number serial number (B)(6), lot number 7008629. The right breast implant was displaced. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/26/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 350cc and experienced capsular contracture baker grade iii on the right breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 350cc on (B)(6) 2019.